Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical cystoprostatectomy, staff used the hand piece but a defect was noticed as soon as they start to use it, especially with very adherent jaws and the thermofusion was incomplete after several attempts when used. Re-grasp alert and end tone were unknown. Another device with the same model number was used. There was no patient injury. No further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical cystoprostatectomy, the hand piece had partial seal and tissue sticking issue. Re-grasp alert and end tone were unknown. There was no patient injury.